Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and bipolar disorder ('bipolar disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), back pain ("back"), vaginal infection ("bladder/urinary problems ¿ vag. Infect"), skin disorder ("rash/skin condition"), anxiety ("psych injury /anxiety"), rash ("rash/skin condition"), migraine ("migraine,"), tooth disorder ("dental probs"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), dizziness ("dizziness,") and depression ("depression,") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, vaginal infection, skin disorder, rash and weight decreased outcome was unknown and the bipolar disorder, menorrhagia, pelvic pain, abdominal pain, back pain, anxiety, weight increased, migraine, tooth disorder, alopecia, dysgeusia, dizziness and depression had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, depression, dizziness, dysgeusia, fallopian tube perforation, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pain - pelvic/abdominal, back, menorrhagia, rash/skin condition, perforation fallopian tubes, bladder/urinary problems vag. Infect, migraine, weight gain, weight loss, hair loss, dental probs, dizziness, metal taste in mouth, anxiety, depression, bipolar disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with pain - pelvic/abdominal, back, menorrhagia,allergy - rash/skin condition, perforation ¿ fallopian tubes, bladder/urinary problems ¿ vag. Infect, migraine, weight gain, weight loss, hair loss, dental probs, dizziness, metal taste in mouth, anxiety, depression, bipolar disorder, essure confirmation test: no added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.